Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no reported damage to the battery compartment or battery cap. The battery cap was able to secure properly to the pump; the yellow o-ring was not visible. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box showed multiple pump reboots had occurred. The battery cap was not returned with the pump. There was no damage observed on the battery compartment. During testing, the pump powered on normally and was exercised for 24 hours with no power loss occurring. The complaint of a power issue was shown in the pump history but was not duplicated during investigation.